Event description:
A health care provider placed a call to technical services on 01/17/2011. Biv device with an alert lead and the lv and rv leads were switched in the header purposely. How will the device work? Ts states although this is not intended use, it will work. All timing decision will now be based off of the lv lead that is in the rv port. Caller then hung up when their rep called back. Ts unable to get further caller name or device info but caller states the procedure was done today. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).